Manufacturer narrative:
(B)(4). Title: valve-in-valve transcatheter aortic valve implantation for failing surgical aortic stentless bioprosthetic valves: a single-center experience citation: j thorac cardiovasc surg 2015;150:91-8 authors: alison duncan, mrcp, phd, simon davies, ma, carlo di mario, md, phd, and neil moat, ms, frcs date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was performed to evaluate the procedural outcomes and complications after transcatheter aortic valve implantation (tavi) into a failed surgical aortic valve compared to 20 patients who underwent a redo aortic valve replacement. The study was conducted at a single center between 2007 and 2014. The population included 22 patients (predominantly male; mean age 74 years) all of whom received a medtronic transcatheter bioprosthetic valve (serial numbers not provided). It was reported that one tavi implant performed on a medtronic aortic root bioprosthesis (serial numbers not provided) with severe aortic regurgitation. There were 2 incidents of a dislodged valve (above or below the intended location) which resulted in moderate paravalvular leak (pvl) and were resolved by a valve-in-valve implant. One dislodged valve was deemed a technical error when it was moved prior to the stent frame loops being released from the delivery system, and was resolved by explant and replacement with a surgical bioprosthetic valve. One incident of valve migration resulted in moderate pvl, and was resolved by a valve-in-valve implant during the same procedure. One incident of mild to moderate pvl was reported that required no treatment. Three permanent pacemakers were implanted due to arrhythmias (2 complete heart block, 1 left bundle branch block). Fourteen incident s of minor bleeding occurred which were treated with less than 2 units of packed red blood cells. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.